Event description:
It was reported that a tsw35 was used during a laparoscopic assisted thoracic surgery procedure. It was reported by the affiliate that the surgeon fired the device and it did not fire correctly. The surgeon reloaded the device and again didn't fire. Opened a new instrument, loaded and it worked fine. There was no consequence to the pt. Note: returning instrument was washed and not sterilized.

Manufacturer narrative:
Tracking #.55202/c h6; damaged firing mechanism. Endopath ets: the analysis results confirmed that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.